Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received the front therapy electrode pad was pulled from the ECG a and b cable, damaging the internal wires. The root cause of the damaged therapy electrode was excessive force on the cable section. No adverse event resulted from the damaged belt.

Event description:
While evaluating an electrode belt for an unrelated issue, a reportable problem was observed. The electrode belt had damaged cables.